Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse effect to customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, customer didn't respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.